Manufacturer narrative:
(B)(4) no longer applies to this event. Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine 10 mg/ml at 3 mg/day via an implantable pump. It was reported that a critical pump alarm occurred on (B)(6) 2016. The report showed message 01 (restart) and message 2b (low battery) in turns. The pump was in safety mode with minimum rate. There was no troubleshooting performed besides the interrogation. The pump was replaced on (B)(6) 2016. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was noted that the issue was not resolved. There were no reported symptoms. The patient status was alive ¿ no injury. From the pump logs: the first restart occurred message was seen on (B)(6) 2016 at 16:47. 14 more restart occurred messages were seen up until 17:01. A restart occurred ¿ low battery message was seen after every restart occurred message within a minute.

Manufacturer narrative:
As received the pump was in the off state (stopped infusion mode) and the reservoir had 10 ml of fluid. The pump memory logs showed the pump had experienced low battery resets. There were no past or present motor stalls or motor stall recoveries were noted. The battery resistance and hybrid function were tested and passed. The resistance checks of the motor wire including the feedthroughs and coil all passed/within specifications. Destructive analysis found very slight residue on some surfaces. There was no corrosion and electromechanical migration (ecm) was found along with passing hybrid function and battery resistance tests. Analysis concluded that the pump had miscellaneous low battery resets with an undetermined root cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.